Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Customer's blood glucose was 325 mg/dl. The customer declined further troubleshooting with tandem technical support, and declined a follow-up to determine a possible cause for the altitude alarm. Reportedly, customer continued to use the pump for insulin therapy and also confirmed manual injections are available.